Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported that their device was intermittently powering itself off. The customer did not indicate any patient use associated with the reported issue.

Manufacturer narrative:
The third party service agent has evaluated the device and verified the reported issue. After a repair quote was provided to the customer, no response appears to be forthcoming regarding repair. The device has not been returned to physio-control for evaluation. The cause of the reported issue can not be determined.